Event description:
"Uniplolar lead alert warning is noted for both leads." Leads manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).